Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1080 mg/dl. The customer lost consciousness prior to the event. The customer stated that she was told by her doctor that the hospitalization was caused by an infection, not the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.